Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely damage on charged couple device (ccd) unit, caused image distortion during angulation in the up and down directions. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope image drops out. The issue was found during set p for an unspecified procedure. No harm reported.